Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with myopotential inhibition on the ICD via merlin.net transmission. Review of the egm's revealed noise. Possible myopotential overdesnsing was suggested. Recommended programming changes were made. The patient was fine.

Event description:
New information received indicates that programming changes were made during the follow-up in clinic.